Event description:
It was reported that the ilet pump¿s touchscreen was broken after the device fell from a charging pad and was stepped on, resulting in a display that was difficult to read and a screen that was unresponsive; the device had been synced prior to shutdown and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related display visibility issue in conjunction with a damaged touchscreen leading to a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.